Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer just got out of the hospital. They had bent cannulas from their infusion sets. The customer was hospitalized on (B)(6) 2017 at 2 p.m. Due to diabetic ketoacidosis and high blood glucose. The customer¿s blood glucose level at the time of admission was 480 mg/dl. The customer was treated with insulin drip until their blood glucose was under control. The customer was wearing the insulin pump at the time of admission. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.